Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that the arctic sun device had a bad "tube" as they were not able to fill. They checked diagnostics and even with the fluid delivery line was disconnected the inlet pressure was -12.1. It was discussed that was indicative of a failed pressure transducer. The device was under warranty and it was explained they would ship a loaner and that device would be returned for warranty repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that they stated that the arctic sun device had a bad "tube" as they were not able to fill. They checked diagnostics and even with the fluid delivery line was disconnected the inlet pressure was -12.1. It was discussed that was indicative of a failed pressure transducer. The device was under warranty and it was explained they would ship a loaner and that device would be returned for warranty repair.